Manufacturer narrative:
The technician found a roll pin missing from the drive which caused this to happen. The technician replaced the roll pin and this resolved the issue.

Event description:
Information received indicates when the manual crank was pulled out; the head section would run to the lowest position. He said that the lift nut would run down the drive like it was being lowered electrically.